Manufacturer narrative:
(B)(4) it has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Certas plus valve (828804pl) implanted 2 weeks ago was explanted today and replaced with an 828800pl. There were no other adverse consequences to the patient, the lot number is not known and the valve is not being returned.